Event description:
It was reported that the needle was noted to be leaking right above the plastic hub. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the luer adapter/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed in the fracture surface. Material wear, abrasion and buckling were observed in the vicinity of the split. The fracture features and material wear/buckling were consistent with damage accumulated through material fatigue. The beach marking and buckling pattern suggested that repetitive twisting stress resulted in material failure. The usage residues suggested that stress occurred during device use, likely during accessing/de-accessing.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the luer adapter/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed in the fracture surface. Material wear, abrasion and buckling were observed in the vicinity of the split. The fracture features and material wear/buckling were consistent with damage accumulated through material fatigue. The beach marking and buckling pattern suggested that repetitive twisting stress resulted in material failure. The usage residues suggested that stress occurred during device use, likely during accessing/de-accessing.

Event description:
It was reported that the needle was noted to be leaking right above the plastic hub. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle was noted to be leaking right above the plastic hub. No other information was provided.